Event description:
New information was received. The applicable coil could not be detached. It was treated with a double catheter. Sl-10 45° x 2; 3/5¿6 removal could not be coiling properly, and it was collected. Afterward, pf3-6 was placed. After placing the ied coil (2 - 2 coils), an attempt was made to detach the frame pf3-6, but the coil could not be cut and came out, so it could not be returned. A detachment was attempted again after placing an atlas stent (4-21), but it was unsuccessful. An emergency detachment was also not possible. If it is pulled, it will not be unnecessary. Recovered. Hemostasis was achieved with syouryu4-7. Blood pressure management, no pupillary changes. The condition may have worsened after the surgery. New information was received. 3.5mm x 3mm an (with bleb) on left ic-pc part, double catheter used at excelsiorsl-10 90°×2. Prime frame 3.5-6 was inserted from sl-10 (1), but it did not work so it was collected. Prime frame 3-6 was was successfully inserted. Two ied complexsilkysoft2-2 were placed from sl-10 (2) without detachment. Then, it was tried to detach prime frame 3-6 of sl-10 (1) but could not be detached. An emergency detachment was performed but the coil returned, so atlas 4-21 was placed. Subsequent contrast showed bleeding. Syouryu4-7 was induced, but it was caught in the stent and it became difficult to block near an. Hemostasis was achieved by repeated blockage near an.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of fc-3-6-3d, lot#: 222839125 as found condition: the axium framing coil, sl-10 catheter, and instant detacher were returned inside of a biohazard bag and a shipping box. The implant coil was still attached to the pushwire. The implant coil and distal segment of the pushwire partially deployed outside of the catheter tip. The approximately 32.0cm of the proximal segment of the pushwire was extended out from the catheter hub. The sl-10 appeared to be compatible for use with the coil as it has a labeled inner diameter (ID) of 0.0165". Damage location details: the implant coil appeared to be damaged and stretched with the polypropylene filament intact. No damage was found with the shield coil and coil shell. The coin was found against the lumen stop. The break indicator (manual detachment location) was found intact; indicative of manual detachment was not attempted at this location. The ai and coupler tubing were not intact; indicative of mechanical detachment was attempted at this location. Bends were found at the distal segment of the pushwire (proximal to the lumen stop). In addition, bends were also found at 22.5cm to 28.5cm from the proximal end of the pushwire. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be kinked at 42.0cm from hub. No flash or voids molded were observed in the hub. Testing/analysis: due to the damages on pushwire and catheter, the pushwire could not be pushed or removed from the catheter lumen. The catheter was cut to remove the pushwire. The catheter was flushed and found to be patent. The catheter was then tested by running an in-house 0.014¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged location. The implant coil was detached by breaking the break indicator and pulled back the release wire. It was difficult to pull back the release wire after breaking off the break indicator due to the bends on the pushwire. However, the implant coil detached successfully via manual detachment method. Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations (0.074mm @ 0.063mm; measured 0.086mm @ 0.127mm; measured 0.095mm @ 0.275mm) and found to be within specifications. The inner diameter of the lumen stop, and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00269¿ and found to be within specification. The retainer ring inner diameter (ID) was measured to be 0.00461¿and found to be within specification. The detached element was in good shape and the detachment ball was measured to be 0.0038" which was found to be within specifications. All other subassemblies appeared to be normal, and no other anomalies were observed. Conclusion: based on the analysis performed, the customer report "coil separation/break" was not confirmed. As the implant coil was found intact; but damaged and stretched. The customer report of "premature detachment" was not confirmed as the implant coil was still attached the pushwire. The customer report of "non-detachment" was confirmed as the implant coil was still attached to the pushwire. The ai and coupler tubing were not intact; indicative of mechanical detachment. The break indicator at the manual detachment location was intact. The implant coil was detached by breaking the break indicator and pulled back the release wire. It was difficult to pull back the release wire due to the bends on the pushwire. However, the implant coil detached successfully via manual detachment method. It is possible that the bends on the pushwire may have contributed to the non-detachment issue. No issue was found with t he returned instant detacher. From the damages seen on the implant coil (stretching), pushwire (bending), and catheter (kinking); it appears there was high force used. However, the cause for damages could not be determined. The customer reported that there was no resistance during delivery and continuous flush was administered during the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient experienced an adverse event. The patient consciousness level 3 digits continued the day following the treatment date.

Event description:
Medtronic received a report that from the implanted sl-10, the product was inserted for which advance preparation was performed, and the detachment was performed once using a detacher, but it was not cut, so inserting the coil again was tried, but the coil did not move. (It could not be pushed.) Suspecting breakage, the coil was carefully pulled out and detached. The coil outside the aneurysm was then inserted with a micro guidewire. The cause was poor detachment, and although the release of the delivery pusher at the time of detachment was not confirmed, investigation of the detachment point, etc. Is desired. It was reported that coil breakage/early detachment occurred. The coil location is inside the patient's body. The coil was placed in the intended position. There was no surgical or medicinal intervention required. There was no deformation or damage observed to thedelivery pusher. There was no resistance observed during delivery. The coil was not repositioned. The physician attempted to detach the coil one time with the instant detac her. The physician did not attempt to detach the coil using the manual method. The instant detacher was used one time. The delivery pusher was not rotated inside the patient. The continuous flush was administered during the procedure. The device was prepared as indicated in the package insert. Ancillary devices include a sl10 microcatheter.

Manufacturer narrative:
Healthcare professional information not available due to privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis updated: equipment used: video inspection system (m-85519) with microscope, ruler (m-83361), camera (panasonic lumix dmc-zs5). As found condition: the axium framing coil, sl-10 catheter, and instant detacher were returned inside of a biohazard bag and a shipping box. The implant coil was still attached to the pushwire. The implant coil and distal segment of the pushwire partially deployed outside of the catheter tip. The approximately 32.0cm of the proximal segment of the pushwire was extended out from the catheter hub. The sl-10 appeared to be compatible for use with the coil as it has a labeled inner diameter (ID) of 0.0165". Damage location details: the implant coil appeared to be damaged and stretched with the polypropylene filament intact. No damage was found with the shield coil and coil shell. The coin was found against the lumen stop. The break indicator (manual detachment location) was found intact; indicative of manual detachment was not attempted at this location. The ai and coupler tubing were not intact; indicative of mechanical detachment was attempted at this location. Bends were found at the distal segment of the pushwire (proximal to the lumen stop). In addition, bends were also found at 22.5cm to 28.5cm from the proximal end of the pushwire. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be kinked at 42.0cm from hub. No flash or voids molded were observed in the hub. Testing/analysis: due to the damages on pushwire and catheter, the pushwire could not be pushed or removed from the catheter lumen. The catheter was cut to remove the pushwire. The catheter was flushed and found to be patent. The catheter was then tested by running an in-house 0.014¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged location. The implant coil was detached by breaking the break indicator and pulled back the release wire. It was difficult to pull back the release wire after breaking off the break indicator due to the bends on the pushwire. However, the implant coil detached successfully via manual detachment method. Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations (0.074mm @ 0.063mm; measured 0.086mm @ 0.127mm; measured 0.095mm @ 0.275mm) and found to be within specifications. The inner diameter of the lumen stop, and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00269¿ and found to be within specification. The retainer ring inner diameter (ID) was measured to be 0.00461¿and found to be within specification. The detached element was in good shape and the detachment ball was measured to be 0.0038" which was found to be within specifications. All other subassemblies appeared to be normal, and no other anomalies were observed. Conclusion: based on the analysis performed, the customer report "coil separation/break" was not confirmed. As the implant coil was found intact; but damaged and stretched. The customer report of "premature detachment" was not confirmed as the implant coil was still attached the pushwire. The customer report of "non-detachment" was confirmed as the implant coil was still attached to the pushwire. The ai and coupler tubing were not intact; indicative of mechanical detachment. The break indicator at the manual detachment location was intact. The implant coil was detached by breaking the break indicator and pulled back the release wire. It was difficult to pull back the release wire due to the bends on the pushwire. However, the implant coil detached successfully via manual detachment method. It is possible that the bends on the pushwire may have contributed to the non-detachment issue. No issue was found with t he returned instant detacher. From the damages seen on the implant coil (stretching), pushwire (bending), and catheter (kinking); it appears there was high force used. However, the cause for damages could not be determined. The customer reported that there was no resistance during delivery and continuous flush was administered during the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the adverse event was not resolved at this time. It was unknown if the patient experienced any symptoms related to the adverse event. It was unknown what actions were taken to resolve the event the cause of the event is currently under investigation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The patient status is unable to be confirmed. The adverse event is still handling. Consciousness level is 3 digits from the day following the treatment date. The cause of the adverse event was not determined.

Manufacturer narrative:
H3: product analysis #705377112:¿ equipment used: video inspection system (m-85519) with microscope, ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ drawing(s) referenced: dwgs50566 rev. A; dwgs50520 rev. T; dwgs31195 rev. B; dwgs50523 rev. E ¿ as found condition: the axium framing coil, sl-10 catheter, and instant detacher were returned inside of a biohazard bag and a shipping box. The implant coil was still attached to the pushwire. The implant coil and distal segment of the pushwire partially deployed outside of the catheter tip. The approximately 32.0cm of the proximal segment of the pushwire was extended out from the catheter hub. The sl-10 appeared to be compatible for use with the coil as it has a labeled inner diameter (ID) of 0.0165". ¿ damage location details: the implant coil appeared to be damaged and stretched with the polypropylene filament intact. No damage was found with the shield coil and coil shell. The coin was found against the lumen stop. The break indicator (manual detachment location) was found intact; indicative of manual detachment was not attempted at this location. The ai and coupler tubing were not intact; indicative of mechanical detachment was attempted at this location. Bends were found at the distal segment of the pushwire (proximal to the lumen stop). In addition, bends were also found at 22.5cm to 28.5cm from the proximal end of the pushwire. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be kinked at 42.0cm from hub. No flash or voids molded were observed in the hub. ¿ testing/analysis: due to the damages on pushwire and catheter, the pushwire could not be pushed or removed from the catheter lumen. The catheter was cut to remove the pushwire. The catheter was flushed and found to be patent. The catheter was then tested by running an in-house 0.014¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged location. The implant coil was detached by breaking the break indicator and pulled back the release wire. It was difficult to pull back the release wire after breaking off the break indicator due to the bends on the pushwire. However, the implant coil detached successfully via manual detachment method. Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations (0.074mm @ 0.063mm; measured 0.086mm @ 0.127mm; measured 0.095mm @ 0.275mm) and found to be within specifications. The inner diameter of the lumen stop, and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00269¿ and found to be within specification. The retainer ring inner diameter (ID) was measured to be 0.00461¿and found to be within specification. The detached element was in good shape and the detachment ball was measured to be 0.0038" which was found to be within specifications. All other subassemblies appeared to be normal, and no other anomalies were observed. ¿ conclusion: based on the analysis performed, the customer report "coil separation/break" was not confirmed. As the implant coil was found intact; but damaged and stretched. The customer report of "premature detachment" was not confirmed as the implant coil was still attached the pushwire. The customer report of "non-detachment" was confirmed as the implant coil was still attached to the pushwire. The ai and coupler tubing were not intact; indicative of mechanical detachment. The break indicator at the manual detachment location was intact. The implant coil was detached by breaking the break indicator and pulled back the release wire. It was difficult to pull back the release wire due to the bends on the pushwire. However, the implant coil detached successfully via manual detachment method. It is possible that the bends on the pushwire may have contributed to the non-detachment issue. No issue was found with t he returned instant detacher. From the damages seen on the implant coil (stretching), pushwire (bending), and catheter (kinking); it appears there was high force used. However, the cause for damages could not be determined. The customer reported that there was no resistance during delivery and continuous flush was administered during the procedure. Ls 2023-01-18 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported an atras-4-21 (stent) was placed to prevent migration of the placed coil. Vessel tortuosity was assumed to be smooth and normal.